Event description:
A physician reached out stating that one of his patients had begun experiencing an increase in seizures. He was concerned that the patient's device was not working due to the increased seizures. The physician ran a diagnostic test which provided values within normal limits. No further relevant information has been received to date.